Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "upstream occlusion." There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom "false 'upstream occlusion' alarm," but confirmed it through review of the event history log. The eval found that the inscribed pin diameter was above specification, which is known to contribute to false upstream occlusion alarms. The ultrasonic sensor was replaced.